Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The device was not returned; therefore, a device analysis could not be completed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date the patient¿s peritoneal dialysis (pd) effluent was clear, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injections (2gm, route, frequency, and duration not reported), ceftazidime injections (1gm, route, frequency, and duration not reported), and heparin injections (2ml, unit dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported that the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available.